Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a procedure, thrombi was noted on the catheter tip. A contact force issue was noted with the ablation catheter. The lower force values from 3 to 5 grams would not display. The contact force was re-calibrated to zero and the procedure continued. The temperature increased, although the recommended flow rate was set and thrombi was noted at the tip of the catheter. The procedure was completed with the reported catheter with no adverse health consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted for evaluation. The image submitted with the returned device appears to show a blood-like substance between electrodes 1 and 2. However, no anomalies were noted on the distal tip of the returned device. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. Electrode 1 and both thermocouples met specifications during electrical testing, and the device met specifications during temperature testing and flow rate testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.